Event description:
Two pt samples with discrepant glucose results when compared to repeat testing on another analyzer. Pt 1, initial result gave 141 mg/dl, repeat gave 188 mg/dl. Pt 2, initial result gave 131 mg/dl; repeat gave 176 mg/dl. Erroneous results were not reported. The field service rep determined the cause to be due to a defective sd cartridge and mss complete, and replaced sd cartridge and mss complete. Performance tests were performed.